Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing during the pocket closure procedure of the implant. The pocket was reopened, the leads were removed from the ipg and reinserted, but oversensing was still observed. The physician elected to use a new model 1230 and the oversensing was resolved.